Manufacturer narrative:
Additional, changed, and/or corrected data. Visual analysis: visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient representative reported that patient had device removed due to pain. Healthcare professional later reported capsular contracture, baker grade unknown. The device has been explanted and replaced. This record relates to the right side.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient representative reported that patient had device removed due to pain. Healthcare professional later reported capsular contracture, baker grade unknown. The device has been explanted and replaced. This record relates to the right side.